Event description:
It was reported that the asymptomatic patient presented in-clinic for a routine device check. Upon interrogation, episodes of over-sensed noise exhibited by the right ventricular lead were observed. The noise resulted in pacing inhibition and was reproduced with isometric movement. The patient was scheduled for revision and the lead was capped and replaced on (B)(6) 2023. The patient was stable.